Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that atrial lead's sensitivity was changed in the remote past and now the lead is undersensing. The atrial lead's sensitivity was reprogramed back and the lead remains in use. No patient complications have been reported as a result of this event.